Event description:
It was reported that the patient was tested and got positive for methicillin-resistant staphylococcus aureus (mrsa) and lead had high thresholds. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).